Manufacturer narrative:
(B)(4). Batch #: u94p4l. Additional information was requested and the following was obtained: what was the damage to the package? As shown in the picture uploaded, the package was broken did the damage to the packaging compromise the sterility of the device? Yes attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2021. This is a photo analysis for an image submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is where the blister from the packaging was damaged; it can be observed that the broken piece was still adhered to the tyvek. A possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4) date sent: 2/2/2021 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The analysis results found that the harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. It should be noted that product failure is multifactorial. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.